Event description:
It was reported that with the device the temperature was too high. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. The device was received for evaluation. Functional testing was performed confirming the customer¿s reported problem. The root cause of the issue is a faulty pump. Faulty water pump was replaced by manufacturer.